Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient experienced a one time shocking sensation. No known activity prompted the issue. The patient was just laying in bed. It was reported to be a sudden change in therapy/symptoms. The shocking sensation occurred on (B)(6) 2018. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.